Manufacturer narrative:
The customer initially requested assistance as their device experienced a failure during testing. However, following initiation of the case, no further action was documented and attempts to obtain additional information received no response. As such, a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As additional information pertaining to this event could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the operational check failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the operational check failed. There was no patient involvement.